Event description:
It was reported that this device was exhibiting premature battery depletion behavior. A decrease of approximately 3 years in the battery's longevity was observed between follow-up visits. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The returned accolade device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
This device was returned for analysis. The investigation is currently in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that a decrease in the battery longevity of this device was observed. A decrease of approximately 3 years was noted between follow-up visits. Subsequently, this device was explanted, and returned for analysis. No additional adverse patient effects were reported. A good faith effort was submitted to the field to obtain the explant date.